Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus select ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent strut were pulled distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 29mar2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.